Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection identified as a cellulitis. The site had a rash and was red. For treatment, the patient was given antibiotics. The pod was worn on the leg. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.